Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the light bulb in the lamp would continuously burn out. The user reported that tapping on the bulb would make it come on again. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.